Event description:
During a coronary stent procedure, after washing the guide catheter in sterile solution, and during the introduction of the stent into the femoral artery, the guide catheter broke and bent in the mid proximal shaft region. No patient injuries or complications occurred.